Event description:
Country of complaint: (B)(6). Deformed thread.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code/batch. The open sample received has evidence of having been submitted to high temperatures and the thread has melted. As no other complaints about this issue have been received for monoplus sutures, we consider that this is an isolated unit and the whole batch is correct. As the sample received is opened, we can not assume that this incidence occurred inside the manufacturing site. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.